Event description:
It was reported to boston scientific corp in 2008, that a polyflex esophageal stent device was used during a stent placement procedure for palliation of a malignant esophageal stricture on an unk date. According to the complainant, migration occurred when the device was placed. The physician stated that the migration did not represent a significant complication. The procedure was completed with this same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the subject device; therefore, the device manufacture date is unk. The device remains implanted; a device eval cannot be performed. The cause of the reported malfunction is undetermined. The may 2008 15-month polyflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.